Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse noted that the customer did not have any further issues with a following case. The fse observed low power output on the integrated electrosurgical generator unit (iesu) for settings 3 and 4. The fse replaced the iesu to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform a failure analysis. The iesu was analyzed, and the reported failure could not be reproduced. The iesu energized, cauterized (on low settings as well), and all ports recognized instruments without any issues. The iesu had errors m-35, m-b0, and mb-1 in the log. Additionally, upon visual inspection, the iesu was in good condition, but the power button experienced a slight delay/jamming when being turned off.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the user had issues with bipolar energy. The user had verified the orientation of the energy cable, tried a different bipolar instrument, and power cycled the integrated electrosurgical generator unit (iesu), but the issue persisted. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found no related issue. The procedure was completed with no reported injury.